Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Edema over her left periorbital area [injection site oedema]. Tender, erythematous nodules over the sites of product [injection site nodule]. Erythema over her left periorbital area [injection site erythema]. Case description: spontaneous report received on (B)(6) 2011 from a dermatologist via a company rep regarding a female pt (age and initials unk). The pt was injected with prevelle silk in the periorbital area, date not provided. At the one week and one month follow-up, nothing was present and the pt looked good. At the two month follow-up, the pt showed some faint erythema and edema over her left periorbital area, but minimal. At the third month visit, the pt presented with tender, erythematous nodules over the sites where the product was injected. Treatment included a 2.5 mm punch biopsy and injection of 2 cc of kenalog (triamcinolone) 2.5% into all three nodules. The prevelle silk lot number was not provided. No further info was provided. The qa (quality assurance) investigation results were received on (B)(4) 2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of prevelle silk is not affected by this report.